Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A physician reported that on the first day after an intraocular lens (iol) implant procedure, the patient had fibrin and inflammation. The iol was implanted outside the capsule because the posterior capsule ruptured (causal relationship with the iol was denied by the physician). The inflammation has subsided after antibacterial eye drops were administered on the second postoperative day. On the same day, there was another case of endophthalmitis. Additional information has been requested. There are two medical device reports associated with two cases of endophthalmitis on the same day. This report is for the second of the two patients.